Event description:
It was reported to philips that the mrx restarted when charge button was pressed and the battery did not charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Failure analysis info: one processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated with either pca during lab tests. No fault was found with either processor board. Philips cannot rule out a malfunction of the processor pca nor of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.